Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 1:07 pm on (B)(6) 2018 the suspect pump module was programmed to infuse magnesium sulfate 2gram/50ml at a rate of 50ml/hr with a vtbi of 50ml. After 28 minutes, at 1:35 pm, the device alarmed for air in line and was channeled off. The volume recorded as being infused during this period was 22.96ml. The log shows that there were two pump modules attached to the pcu at the time of the reported event. Magnesium sulfate 2gram/50ml was initially started on the other pump module (sn (B)(4)) but was channeled off after1 minute after alarming twice for patient side occlusion. After the suspect pump module was infusing the magnesium sulfate, the user attempted to program pump module sn (B)(4) again with the same drug, but did not start the infusion. The root cause of the overinfusion was not identified. The tubing sets were not received for investigation. No devices received, log review only.

Event description:
The customer reported that magnesium sulfate 2gm/50ml was programmed to infuse at 50 ml/hr however the bag was noted to be empty after 28 minutes even though the pump indicated there was vtbi remaining. There was no patient harm.